Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. This was addressed by a revision procedure immediately after implant on (B)(6) 2022. The noise could not be reproduced so the pocket was closed. Post-procedure additional programming changes were made to restore normal parameters. The patient was stable.